Event description:
It was reported that the lifeband became unhooked from the platform during deployment. Customer tested three lifebands, they felt loose while in the platform's lifeband housing. No adverse event reported. This report pertains to the autopulse platform. Two lifebands are discusses in MFR report numbers: 3003793491-2013-00095, 3003793491-2013-00096.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.